Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The central processing unit will be replaced.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during a case, the unit went into a system reset. The clinician reportedly switched to manual mode to maintain ventilation. There was no reported patient injury.